Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported adding 6 more beds to a caregroup and noted the performance of caregroup alarms for some beds was intermittent. If the customer is expecting remote bed alarms to be communicated via caregroup and there are no indicators that caregroups is not otherwise working normally there is a potential for staff to be unaware of an alarm for a particular bed if they are using caregroups as a means of primary alarm notification for select beds. No patient impact